Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire within its advancer tubing for evaluation. The guide wire was observed to have one distinct kink towards the distal end of the body. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 543 mm from the proximal tip. The overall length of the guide wire measured 603 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.803 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire per IFU which states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves. Raise your thumb and pull the arrow advancer approximately 4-8 cm away from the syringe. Lower thumb onto the arrow advancer and while maintaining a firm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring-wire guide. Continue until spring-wire guide reaches desired depth". The guide wire only met resistance at the kink. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. One potentially relevant finding was found. A non-conformance was opened for a visual defect in the wires during inspection. The kink observed in this complaint is far more severe than those noted in the non-conformance so the issues are likely unrelated. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink near the distal end. The returned guide wire passed all relevant dimensional and functional testing. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. Md found that the guidewire was kinked. So md judged it as a defective product and used new product." No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. Md found that the guidewire was kinked. So md judged it as a defective product and used new product." No patient harm reported.